Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 442 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting but had to wait 45 minutes to calibrate their sensor. The customer did not return their insulin pump back for analysis. It is unknown what caused the high blood glucose.